Event description:
In a gastrojejunostomy procedure, attempts to create an anastomosis through attachment of the anvil to the trocar of a cs33 stapler were unsuccessful. The procedure was completed by manual suturing.

Manufacturer narrative:
The cs33 stapler was found to have a tight fit between anvil and trocar as had been reported. New in-process inspections have been implanted to address the issue. Evaluation summary: the anvil was too difficult to be attached to trocar. Also the sleeve and the proximal housing came apart.